Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Lar. During the first firing on the rectum, the surgeon squeezed the handle to clamp the tissue but could not close the jaws. The surgeon removed the device and re-checked the jaws opening/closing successfully. When the surgeon re-inserted the device to clamp the tissue, he still could not close the jaws. A new reload and handle were used but the same problem occurred. The case was completed using a competitors device. No patient injury.